Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation summary: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had an unknown issue with his old artificial urinary sphincter (aus) device so the whole system was explanted at an unknown time previously. Today however a new system was implanted, and patient had a good result.